Event description:
It was reported that following the implantation of an advance sling, he experienced worsened levels of incontinence. He was implanted with another continence device on (B)(6) 2018. No further patient complications were reported in relation with this event.